Event description:
It was reported that a surgery with the vbss and prime fss performed on (B)(6) 2024. The prime fss were inserted into the vertebral bodies above and below where the vbss were placed. Short screws were also inserted into where the vbss were placed. After the surgery, fever, infection etc. Were observed, and the implants were loose, so a removal surgery was performed on (B)(6) 2025. During the removal surgery, one of the vbss rotated during removal of the screws. Details are as follows: debridement was first done in the lateral recumbent position since the cyst had accumulated in the psoas major muscle. Then, implant removal was begun in the prone position. The prime fs on the left side was removed. At that time, the right side was kept connected to rods. The prime fs on the left side was able to be removed without movement of the vbs or the short screw at the point where the vbs was placed. As for the right side, the vbs rotated with the entire cement when the screw at the point where the vbs was placed was about to be removed. The screw at the point where the vbs was placed was removed with inserting a rod into the vbs hole from left to prevent the vbs moved in wiper motion. The vbs stayed inside the vertebral body. Prime fss in other sites were removed with cement remained in vertebral bodies. The removal surgery was completed successfully with no surgical delay. The surgeon is keeping track of the infection condition in order to plan the next revision surgery. No further information is available. Complaints (B)(4) are related complaints. (B)(4) (synthes spine): vbs and (B)(4) (depuy spine): prime fs report about the same event occurred after the initial surgery. (B)(4) reports about the event occurred during the removal surgery.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.